Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance values. It was noted that the impedance values had increased gradually over time. As the lead had been in service for approximately 14, years the physician chose to cap and surgically abandon this lead. A new lead was successfully implanted. No additional adverse patient effects were reported.